Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0 controller 2.0/ con318964/ model #: 1420/ catalog #: 1420/ expiration date: 2019-01-31 UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2018-01-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted with an acute increase in liver function test (lft) and lactate dehydrogenase (ldh) levels. Blood cultures tested positive and the patient was started on antibiotics. The source of the infection is unknown. It was noted that the patient¿s ldh and lft have trended back down. It was further reported that the event was associated with a double disconnect and pump off time of approximately 17 seconds. The pump and controller remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller and pump were not returned for evaluation. Evaluation of the pump conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the sterility certificate confirmed that the associated device met all requirements for release. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Log file analysis revealed two controller power up event on (B)(6) 2018 at 13:02:38 and on (B)(6) 2018 at 17:37:28. The data point prior to the loss of power on (B)(6) 2018 revealed that a battery was connected to power port one (1) with 24% relative state of charge (rsoc) and a second battery was connected to power port two (2) with 26% rsoc. The data point recorded after the loss of power revealed that the first battery was connected to power port (1) and another battery was connected to power port two (2). The controller was without power for 14 seconds. The data point prior to the loss of power on (B)(6) 2018 revealed that a battery was connected to power port one (1) with 24% relative state of charge (rsoc) and a second battery was connected to power port two (2) with 59% rsoc. The data point recorded after the loss of power revealed that another battery was connected to power port (1) and the second battery was connected to power port two (2). The controller was without power for 11 seconds. As a result, the reported events were confirmed. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: controller (B)(4) h3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 4315 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.